Event description:
Sleeve subsided and fell into varus, no bony ingrowth. Poly was swapped.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was stated that the patient was revised to address stem loosening. Revision note reported that prior to removing the stem, the sleeve was tested and there was movement in the sleeve/bone interface, confirming the diagnosis of asceptic loosening; there was no evidence of ingrowth present. Doi: unknown - dor: jul 25, 2005 (left hip).